Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in the hospital for a ventricular fibrillation arrest. The patient was also exposed to external defibrillation. Upon device interrogation, the pulse generator exhibited a premature elective replacement indicator. After the device was reset using an engineering test page, normal device function resumed.